Event description:
It was reported that during ess procedure, an error code was displayed on the ipc, and the surgery was discontinued because the device became unusable. No consequences or impact to patient.

Manufacturer narrative:
H3: product analysis found that ,visually there was no damage to the distal tip of the blade and no loose components. There was liquid present within the inside diameter of the tubing assembly when returned. Under magnification, there were indentions in the outside diameter of the blade rotating hub. Functionally, for the blade, the inner and middle assemblies spun freely by hand with no binding. For the tubing assembly, a syringe was used to inject air through the spike and the liquid already present inside the tubing flowed from the distal end with no issues, no blockages or leaks were observed. For further analysis, the blade fit securely into a handpiece, but while oscillating up to 7500rpm excessive wobbling and a grinding noise were observed. However, no error codes were observed on the console. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.